Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was retracted and dried blood was present in the helix housing. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that this right atrial (ra) lead was repositioned several times until the helix would not extend. The ra lead was not implanted and returned. No adverse patient effects were reported.